Event description:
It was reported that the patient was having an extension revision the day of the report because they were scarred in uncomfortably. Five days later it was reported that the patient was programmed with the two new extensions at a lower voltage than before and he felt good. The patient did have some bilateral ¿intermittent trembling¿ to his hands and arms. The patient did not feel like it was related to his device. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was lgw. Concomitant products: product ID 3387s-40, lot# v815155, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v846966, implanted: (B)(6) 2012, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).